Manufacturer narrative:
The iskd device is not sold in u.s.

Event description:
Information provided states that patient was being treated for correction of posttraumatic malangulation, rotation and shortening of left femur by 50mm. Six (6) weeks post implanting the lengthener stopped distracting. Iskd was unlocked proximally and external fixator was applied to continue lengthening. After completion of lengthening the external fixaor was removed and the iskd was relocked. The patient returned to ER within one week with unexpected lengthening of 30mm and infection was confirmed. The iskd was removed and external fixator was used for stabilization after debridement and irrigation. Patient is now stable and infection free.